Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred frequently between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. Performance data was reviewed. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional event or patient information is available.